Event description:
Patient was undergoing aspiration thrombectomy with penumbra system. Aspiration was initiated after reperfusion catheter was placed just proximal to, or inside, the thrombus. However, continuous aeration into the aspiration tube was observed. The hemostasis valve and the side arm adaptor were retightened, but aeration would not stop. Another penumbra system aspiration tubing of a different lot was used and aspiration of thrombus succeeded.

Manufacturer narrative:
Conclusion: the tubing was not returned for evaluation however, the distributor tested the tubing and found no issue. Air seen in the tubing may have been a natural condition of the procedure and system. This air does not affect the performance or the safety of the system. The aspiration tubing is fully functional. The distributor provided two lot numbers however, it is unknown which lot number was used at the time of the event. The manufacturing records for both lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.